Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
On the first post-operative day after hvad implantation the patient experienced significant bleeding (while still on ECMO), acute kidney and liver injury, and low vad flows despite adjustments in speed and flows. Preliminary log file analysis also confirms low vad flows. The patient was reported to be euvolemic during this time with map's in the 70-80's. Post-operative echocardiogram results revealed aortic valve opening with each beat, and shifting of the intraventricular septum with increases in pump speeds, but no effect on pump flows. Due to concern for a problem with the anastomosis the surgeon made the decision to return the patient to the operating room for a mediastinal washout and revision of the outflow graft with anastomosis to the innominate artery. The procedure resulted in improved hvad flows. Following a re-operation procedure, the patient required support via ECMO for two days. She was decannulated the following day. The clinical specialist indicated that the patient's implant procedure was extremely complicated from the outset, requiring a right upper lobe wedge resection of the lung to expose the ascending aorta due to adhesions as a result of previous operations. The apical coring and pump placement portions of the procedure were performed "off-pump"; however, due to bleeding and difficulty placing the partial occlusion clamp on the ascending aorta, the surgeons made the decision to utilize cardiopulmonary bypass (cpb) for the outflow graft anastomosis. An intra-operative bronchoscopy was performed to visualize the patient's endotracheal tube and to remove excess secretions. During the procedure the patient also reportedly experienced ventricular tachycardia, and hypotension. She eventually transitioned from cpb to extracorporeal membrane oxygenation (ECMO) support via the left femoral vessels for right ventricular support prior to the experiencing the inadequate pump flows. The latest information received indicated that the patient remains critically ill with a poor prognosis in the intensive care unit. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced low flows from the ventricular assist device (vad) despite adjustments in speed and flows, acute kidney and liver injury and significant bleeding while still on extracorporeal membrane oxygenation (ECMO). The site last reported the patient was in the intensive care unit and was said to be critically ill with a poor prognosis. The pump, (B)(4), was not returned for evaluation and testing could not be performed. However, review of the manufacturing documentation confirmed that the associated device met all requirements for release. Additionally, the reported event could not be confirmed via log files as they were not available for review. A possible root cause may be attributed to the patient's complex medical history and comorbidity. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Perioperative or late bleeding, hepatic dysfunction, and renal dysfunction are known potential clinical adverse events associated with the use of vads as outlined in the instructions for use (IFU). Events of these types are multifactorial and may be attributed to pre-existing conditions and progression of these diseases, the hvad system, the implant procedure, or concomitant therapy. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.